Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Health professional reported right side capsular contracture baker grade IV and "folded device with encapsulation" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Event description:
Health professional reported right side capsular contracture baker grade IV and "folded device with encapsulation" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ crease/folding of implant: no observed crease on the device. Additional observations: ¿ deformation observed on the device. ¿ yellow particles observed on the device. No further actions are required as the device was implanted.